Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by that the cannula retracted, indicating a needle mechanism failure. The pod was not worn. No treatment and no impact to the patient's blood glucose level was reported.

Manufacturer narrative:
The pod was received with the cannula fully deployed with the slide insert held securely by the catch beam. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 57 pulses before being deactivated, 2 pulses after the end of second prime. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the cannula retracting.